Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator paddle was found to be abnormal. There was no patient involvement.

Manufacturer narrative:
It was clarified the user found some spot on the paddle when testing system.